Event description:
There was an allegation of questionable troponin t hs stat elecsys result from cobas e411 disk analyzer serial number (B)(4). The initial result was 30.10 pg/ml with a data flag. The repeat results were 13.35 pg/ml, 13.75 pg/ml, and 16.02 pg/ml with a data flag. It was requested but not known if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
Based on the provided data and information, a clear root cause could not be identified. Calibration and qc data do not point to a general reagent or instrument problem.